Event description:
It was reported that the rate on an lvp device changed from 75/hr to 999/hr. The customer is not sure how this occurred and wants to know if the device changed by itself or by the user. Although requested, no additional information has been provided by the customer. There has been no report of patient harm or impact.

Manufacturer narrative:
Additional information added to: d11 the report of an unintended rate change was confirmed through a review of the device logs. Functional testing consisting of rate accuracy testing of the source pump module found the device operating within specification. The pcu error log recorded no malfunctions on the reported event date and time. On (B)(6) 2019 at 2:03 am, the pump module was programmed at a rate of 75ml/hr using the restore option of a previous infusion. Then, at 2:04 am, a remote IV command was received with a rate of 999 ml/hr. The remote IV settings were accepted by the user and an infusion started at a rate of 999 ml/hr. The root cause of the rate change was determined to be user remote programming.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the rate on an lvp device changed from 75/hr to 999/hr. The customer is not sure how this occurred and wants to know if the device changed by itself or was it changed by the user. Although requested, no additional information has been provided by the customer. There has been no report of patient harm or impact.